Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced effective stimulation for only one year post operatively. The patient then stopped using the system. The patient needs an MRI and will see his physician as the next course of action.